Event description:
It was reported that the patient presented in-clinic for a follow-up, and it was observed that the right-ventricular (rv) lead was dislodged. As a resolution the rv lead was explanted and replaced. No patient consequences and no adverse events.